Event description:
Philips received a complaint on the m3150 information center local database indicating ¿audio alarms not working, loudest volume too quiet. ¿ the device was in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and carried out alarm volume operation tests. He found failure on the central monitoring sound card. The fse set the device alarm volume to maximum so it is still audible, and replace the speaker (453564267331,pcacy spkr external d-sub) as the cable was worn out. The customer was informed the monitoring station is not repairable (eol (B)(6) 2012) due to parts are no longer available. The device was deemed ready for use with audio limitations. Results of the tests confirmed a malfunction of the device. Based on the information available and the testing conducted, the cause of the reported problem was a faulty central monitoring sound card and torn speaker cable. The reported problem was confirmed. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.